Event description:
During laparoscopic cholecystectomy, screen suddenly clouded over; instrument was removed and found to have a hairline crack with a small nick near the center of the camera lens. A second scope was then obtained to continue the procedure. The abdominal cavity was thoroughly irrigated, suctioned, and visually inspected under magnification. The surgeons were confident no lens pieces remained in the abdomen. The pt stayed overnight and was discharged on 3/24/98 without incident. On the evening of 3/25/98, the pt reported to the emergency dept, with complaints of fever, chest and shoulder pain, and shortness of breath with exertion. She was admitted for observation; results of chest and abdominal x-rays were normal; a lung scan was normal. Blood culture showed no growth after 12 hrs; oxygen saturation was 99% on room air. The pt rec'd several injections of narcotics for pain and by 3pm on 3/26/98, stated she felt "better". After examination and review, she was discharged to home, with instructions to contact her surgeon for any further problems before her return appointment of 4/1/98.